Manufacturer narrative:
Additional information: the patient had three-vessel coronary artery disease with occlusion in the middle of the anterior descending artery, moderate stenosis of the opening of the first diagonal branch; moderate stenosis of the circumflex branch; severe stenosis of the right coronary artery. The lesion being treated had occlusion at the bifurcation of the first diagonal branch from the proximal and middle section of the anterior descending branch, 40% of the narrowest part before the bifurcation and 50% narrowing of the opening of the first diagonal branch. The stenosis rate of occlusive lesions in the middle of the anterior descending artery was 99%. There was no obvious calcification seen and the degree of vascular curvature was average. The patient was on dapt at time of the event. The patient was taking other medications at the time. The patient had a medical history of coronary heart disease and high blood pressure which was believed may have made the patient more prone to the event. It was stated that it was not believed that the chest pain and dissection events were directly related to the use of the relevant device. It was also stated that the dissection was believed to have not necessarily occurred, it was just a suspicion. The patient underwent a coronary artery pci to treat the chest pain. The patient was discharged. Facility address updated. Initial reporter name and phone number updated. Correction: during a procedure one sprinter legend rx ptca balloon catheter was used to treat a lesion. It was not implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
During a procedure one sprinter legend rx ptca balloon catheter was implanted. It was reported the patient complained of chest tightness, shortness of breath and discomfort. The symptoms were not relieved after intravenous furosemide injection. It was noted two days post implantation the patient again complained of chest tightness and discomfort. An electrocardiogram showed myocardial ischemia. Coronary dilatation was given, but the patient still complained of discomfort, with profuse sweating and confusion. Following forty minutes of volume expansion and booster therapy, the patient regained consciousness however the patient still complain of chest tightness and discomfort. It was suspected there was a dissection caused by the expansion of blood vessels or the side effect caused by the use of drugs. No further patient injury was reported.